Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: alarm events air in line - not visible and unresolved. Other details primed blood, as soon as started running blood at 50cc/hr, 5 mins into running at that rate machine started beeping for air bubbles - unable to resolve issue with all troubleshooting (i.e. Priming 5cc, opening and closing machine), had to change out tubing and blood was wasted. Impact to patient: delay in treatment, under dosing of ordered medication / fluids. Action(s) taken tubing replaced (triple bag and send to material management). Medication / fluid blood. IV rate 50cc/hr.